Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted. An intraoperative angiogram revealed that blood was not flowing through the contralateral leg component. The device was ballooned several times, but there was no change in blood flow. The physician performed an unplanned aortouniiliac procedure and a femorofemoral bypass graft was implanted. The patient tolerated the procedure.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork is being conducted.